Event description:
This was about the 10th tampon...falls apart- tampax [device breakage]. Case narrative: consumer reported via email that the tampons fall apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.